Manufacturer narrative:
The aquabeam motorpack was returned for investigation. Visual inspection of the returned device observed to have no physical damages or anomalies. Functional testing could not confirm the reported event. The root cause is undeterminable as it is unknown what caused the reported event and the motorpack was found to be functioning as intended. The aquabeam robotic system's treatment logs file was reviewed, which confirmed the reported event. A review of the device history record (DHR) ab2000-b / serial number (B)(6) and aquabeam motorpack / lot number 22c01103 was conducted, which confirmed that there were no non-conformances, failures, discrepancies, or missed steps during the manufacturing process that could be related to the reported event. The review indicated that the system met all design and manufacturing specifications when released for distribution. The current user manual um0101-00 rev. F, aquabeam robotic system user manual, us, english was reviewed. Table 5 system detected errors and faults: e22 - motorpack error. Release foot pedal and click x. 1) if error persists, reconnect handpiece to motorpack. 2) if error continues, replace handpiece. Submission of this report does not constitute an admission that the manufacturer's product caused or contributed to the event.

Manufacturer narrative:
Root cause of the reported event has not yet been established. Investigation by manufacturer is currently in process. Submission of this report does not constitute an admission that the manufacturer's product caused or contributed to the event.

Event description:
A male patient underwent an aquablation procedure for symptomatic benign prostatic hyperplasia (bph). Procept biorobotics corporation (procept) became aware that during the aquablation procedural setup, the aquabeam scope was noted to be broken. After exchanging the broken scope for a functional scope, an "e22 - motorpack error" was generated by the aquabeam robotic system. Multiple troubleshooting steps were performed to resolve the issue; however, the issue persisted. A 2nd aquabeam handpiece was used, but the issue persisted. A 2nd aquabeam motorpack was used and the aquabeam robotic system generated another "e22- motorpack error"; however, the error was cleared and the procedure was successfully completed. The reported event caused a surgical procedure delay of over 20 minutes. There were no adverse consequences to the patient due to this event.